Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual. It was reported the patient tried to put in a boston scientific device before and it did not work. No patient symptoms or further complications were reported as a result of this event.